Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the down button was less responsive. Customer¿s blood glucose was unknown at the time of incident. Customer stated that they had trouble to hearing alarms. Customer stated that the corners of insulin pump was chipping. The insulin pump will not be returned for analysis.